Event description:
A customer reported that during prior to use testing a leak was confirmed from the white cuff. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample was returned for evaluation. A visual examination of the returned unit showed the shape of the tube was altered using a stylet wire. The unit was then inflated with the stylet wire in place. The bronchial cuff inflated without defect. The tracheal cuff did not inflate. The tracheal cuff was then leak tested under water and leakage was observed from the cuff body. Further examination found a clean cut to the cuff body. This type of defect is indicative of the unit coming in contact with a sharp object. The returned product undergoes a four hour inflate deflate test prior to release from the manufacturing facility. A defect of this magnitude would be detected and would not pass the inspection stage of the process. (B)(4).